Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient developed a rash, and the patient was prescribed cephalexin 500 mg and mupirocin ointment issue on (B)(6) 2026, on (B)(6) 2026 improvement was reported, with minor bleeding/redness on cannula removal and a small bruise like nodule at the site. No further information available.